Event description:
Pt under going open reduction and internal fixation of his proximal humerus. During hardware implantation, the push/pull reduction device broke off in the pt's bone. The end of the device was left in the bone. Removal was not attempted.